Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device after a diagnostic procedure. It was reported that the physician could not position the device in the artery due to the fact that the pt was morbidly obese. The physician decided to remove the device and hold manual compression. It was reported that manual compression was held for approx 1 to 2 hours because a hematoma developed. Once hemostasis was achieved, the pt was transferred to the i.c.u. It was reported that the pt expired a day or two after the procedure due to excessive bleeding. Although requested no add'l info from the customer has become available.